Manufacturer narrative:
(B)(4). This is one event (hypotension) of three events reported for the same patient involving three separate incidents. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's medical records were received and indicate the patient was hospitalized on (B)(6) 2015 for hypotension. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
The liberty cycler was not returned or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.